Manufacturer narrative:
The fluid path was tested for leaks. No leaks were found. The exposed portion of the soft cannula was observed to be flattened and stretched. No timeouts or drive stalls were seen in the download data. It is unknown when or how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen) the pod was found to be leaking insulin. As treatment, a new pod was applied.